Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a procedure on (B)(6) 2021, the drill bit broke. Surgeon managed to remove it from the bone. Also during the same procedure screwdriver shaft did not hold the screws and caused the screw heads to become damaged. There was unspecified amount of surgical delay. The surgery was completed successfully. Patient outcome is reported as okay. This report is for one (1) 1.1mm drill bit/mqc/75mm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: part #: 03.114.007; synthes lot #: u352764; supplier lot #: u352764; release to warehouse date as follows: 0 feb 2020; 14 sep 2020; 02 jul 2020; 07 jul 2020; 21 apr 2020; 10 feb 2020; supplier: (B)(4); no ncr's generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the drill bit ø1.1 l75/61 2flute (p/n: 03.114.007, lot number: u352764) was received at us customer quality (cq). Upon visual inspection, the distal end of the drill bit was observed to be broken. The broken fragment was not returned. No other issues were identified with the returned device. Device failure/defect identified? Yes. Document/specification review: (current and manufactured) drill bit ø1.1 l75/61 2flute dimensional inspection: shaft diameter just below the flutes of the drill bit: measured dimensions: result: conforming complaint confirmed? Yes. Investigation conclusion: this complaint is could be confirmed as the tip of the drill bit was identified to be broken. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.